Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated the test worked wonderful but the implants are not working like the test. Patient stated things have not been right since the first implant and then they redid it and it is the same.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the first implant not working was unknown. Most likely cause was patient had > 50% improvement on pne. Visit showed 50% improve, patient didn't perceive improvement. Offered revision vs explant, patient wanted revision. Patient missed multiple appointments. Followed up with patient and repeated "doing well". No changes, did order new remote. Patient had [illegible] with the office and should have upcoming appointment. Unknown if issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.